Event description:
Approximately one year and seven months post heartware lvad implantation, it was reported that the patient underwent an elective controller exchange after experiencing "critical battery" alarms as well as a loosened contact on power port one which prevented the battery from connecting. Analysis of the returned controller confirmed alarms and power-loss events related to the event and indicated that a damaged controller port one locking tab resulted in an unreliable power port connection. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the controller ((B)(4)) has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller ((B)(4)) was exchanged and returned to heartware for visual and functional examination. No harm or injury to the patient was reported as a result of this incident. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller failed visual inspection as a result of a broken connection guide on port one (1) which inhibits actual firm connection onto the controller connector; the confirmed malfunction is related to the reported event. It was also revealed that two power loss events occurred; these events are likely related to the unreliable power source one (1) port. Review of the controller log files confirmed the reported 'critical battery' alarms. Additionally, log file analysis revealed previous instances of premature power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching and false critical battery alarms are most often attributed to a communication error between the controller and battery. The most likely root cause of the reported critical battery alarms is a communication error between the controller and battery. The reported poor connection to power source one is most likely due to a broken connection guide on port one which inhibited a firm connection onto the controller connector. User related contributing factors that may have contributed to this event include attempting to connect power sources to the controller without aligning the connectors. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The manufacturer has opened an internal investigation to evaluate these types of issues. In may 2015, a field safety notice (fsca apr2015a) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.